Event description:
The customer contacted philips healthcare to report that the during testing of the device the device did not recognize the therapy cable and the test failed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.